Event description:
Two to three weeks prior to explant, it was reported the patient was experiencing sub-pulmonary edema. Echo performed march 2003 demonstrated a "normal mitral prosthesis." The patient reported to be compliant with anticoagulation therapy and had an inr of 2.8. The valve was replaced with a 27mj-501. Additional information will be requested.